Manufacturer narrative:
Weight: unknown/not provided, information was asked but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the leading haptic broke while the intraocular lens (iol) was implanted into the patient's eye. The iol was fully implanted and removed in the same procedure. Patient was prescribed maxidex and cihka medications which are part of the standard of care. Sutures were also performed and it was for the incision enlargement which was part of the standard procedure. The patient did not suffer from any injury and did not provide further feedback post surgery. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Date returned to manufacturer: sep 20, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and with a haptic detached and bent. The lens was cleaned and, no further issues were observed with the lens. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.